Manufacturer narrative:
(B)(4). Date sent: 3/17/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "did the surgeon inspect the jaws to ensure clip presence prior to closing on the vessel? Yes. Does the surgeon believe that the clip or the jaws of the device may have caused the bleeding? Yes. Which firing of the device did this occur during? I think I asked this question incorrectly, surgeon stated he wasn¿t sure but when he use the device it did not release when he went to release. How was the bleeding managed? Another stapler was opened and attempted but did not controll bleeding, surgeon stated that he had to use bipolar, flowseal, presure, then monitored for bleeding how was the procedure completed? After bleeding was controlled, the case was completed. Was patient post operative care altered due to the difficulties of the procedure? Surgeon stated that he was unsure if he placed a drain or not, but the pt recovered as expected".

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation is pending. Additional information was requested and the following was obtained: "did the surgeon inspect the jaws to ensure clip presence prior to closing on the vessel? -does the surgeon believe that the clip or the jaws of the device may have caused the bleeding? Unknown. Which firing of the device did this occur during? Unknown. How was the bleeding managed? Unknown. How was the procedure completed? Yes. Was patient post operative care altered due to the difficulties of the procedure? Unknown. Is the anesthesia vital record available for medical review? Unknown. I'm sure the account has it. Please share the anesthesia record for vital sign changes. I don't have access to this info. Please contact the account for this. Was a transfusion required? Unknown. Was there any change to the procedure as a result of the event? Unknown. What is the current patient status? Unknown. Please feel free to contact the facility for this info if they are willing to share it." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did the surgeon inspect the jaws to ensure clip presence prior to closing on the vessel?; does the surgeon believe that the clip or the jaws of the device may have caused the bleeding?; which firing of the device did this occur during?; how was the bleeding managed? How was the procedure completed?; was patient post operative care altered due to the difficulties of the procedure?; is the anesthesia vital record available for medical review?" This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the artery procedure, the doctors placed the clip applier onto the artery appropriately, squeezed handles completely, and when he removed the clip applier, the patient started to bleed profusely from "clipped" site. After the surgery was done, the clip applier was examined and it was noted that clip did not actually deploy or release properly from applier. The patient lost approximately 400 ml blood. Please see anesthesia record for vital sign changes. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample found that the mcm20 device was received with a gap noted between the cartridge cover and jaw and that the jaws appeared to be bowed in the upward direction. Upon cycling, the instrument was noted to eject a fully open clip, without feeding the clip into the jaw, due to the misalignment. There were 11 clips remaining in the device. The returned device had signs of dried bodily fluids, making it difficult to replicate proper functionality of the device (clip feeding). CT analysis was performed on the device and it was found that the lifter spring was not contained properly due to broken a cartridge cover tip. It was observed that the tip of the cartridge cover had be sheared / broken off of the device after the device was delivered to the CT lab. This was not observed under the initial device review, although a gap between the jaws and cartridge cover tip was observed. It was initially assumed the jaws were bent, however, in reality the cartridge cover tip was broken/cracked which created this gap. The event reported was confirmed and it is related to improper use of the device. A possible cause for the damages found is excessive force applied over the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.